Manufacturer narrative:
E1: patient city: (B)(6) patient country: poland.

Event description:
Reference number (B)(4) event occurred in poland. It was reported that the patient experienced infusion set was leaking at quick release site which occurred on (B)(6) 2024. The infusion set was in use for one day. No further information available.